Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain. The patient stated that their implant is ¿out of battery¿ and will be replaced with an MRI friendly battery. The patient mentioned that ¿it doesn't show anything is dead.¿ they noted that they haven't used the implantable neurostimulator (ins) in a year. The patient stated that they don't know where their controller is, therefore, no further troubleshooting could be done at the time of the report. It was noted that the patient was very vague at the time of the report. They stated that their controller is fine but doesn't register with their stimulator. The patient added that this started sometime last year, but they don't know when. The patient was redirected to follow-up with their healthcare provider. No further complications or patient symptoms were reported or anticipated.